Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip opened while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade of 4. An xtw clip was advanced to the mitral valve. The clip failed establishing final arm angle (efaa) upon successful grasp. The clip opened 20-25 degrees. Troubleshooting steps were performed but efaa continued to fail. The clip was removed from the patient. Another clip was placed and deployed with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.